Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous right iliac vessel. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilatation. However, during the second inflation at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.